Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure prior to wound closure this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms. Subsequently the pacemaker was explanted and replaced and the rv lead surgically abandoned and replaced successfully. No additional adverse patient effects were reported.